Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead was unable to sense or capture. The lead helix successfully extended and retracted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the atrial lead was unable to be positioned. The lead also exhibited an unspecified helix malfunction. The lead was not implanted and a new lead was placed. The patient was stable. No further information could be obtained.